Manufacturer narrative:
Catheter model: 8731sc, seril#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
It was reported that the patient developed an infection following back surgery on (B)(6), 2011. The site of the infection was not reported. The pump was explanted. Signs/symptoms included fever of moderate severity. The last pump update had occurred on (B)(6) 2011 and involved a 40% increase in daily dose, to 35.05 mcg/day. It was stated the patient recovered without sequelae.

Manufacturer narrative:
Conclusion will be updated/corrected for this event.

Event description:
Additional information noted that the infection previously reported had been caused by a back surgery that was not related to the pump/catheter. The drug in the pump was baclofen (lioresal).